Event description:
A consumer reported that following an intraocular lens (iol) implant procedure the patient stated that, after two weeks of her cataract surgery, patient threw up and it was very serious , and she went to the emergency, and her doctor did something on her cataract surgery, patient doesn't know the details. The patient still can't see with the iol implant. The patient also stated that when she went to her optometrist, her optometrist advised that she still have cataract. Additional information has been received and stated that, the patient had scar tissue on her lens, possible fibrosis yag needed. No further information available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).